Event description:
During a coronary stent procedure of a pre dilated very tortuous and calcified vein graft to native pda, the physician experienced difficulty crossing the lesion. The delivery/stent device was retracted back to the guide catheter and removed. Upon removal it was noted that the stent had dislodged. The stent was located and remains in the distal pda. Patient status is listed as "okay".